Event description:
Caller states patient received result of hi (greater than 33.3 mmol/l) on the mobile system and 11.7 mmol/l on lab value within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B) (6).